Manufacturer narrative:
No devices are returning as the customer is retaining the devices. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 68 yo female, initially implanted on (B)(6) 2011, underwent a right hip revision approximately 10 years 9 months post the initial implant. The reported information indicated that it looks to be significant wear over time. Hip liner completely worn through. All visible fragments removed. They were revised to exactech novation xle neutral liner. The patient was last known to be in stable condition following the event. No devices are returning as the customer is retaining the devices.

Manufacturer narrative:
After review of additional information received the following sections, have been updated accordingly: h6: the revision reported was likely the result of edge loading of the acetabular liner, which allowed for significant wear of the liner and eventually direct femoral head ¿ acetabular cup articulation. The liner also appears to have detached from the acetabular cup. However, the exact order of events cannot be confirmed because the revised components were not returned to exactech for evaluation. Competitor femoral components appear to have been implanted with exactech acetabular components. This is considered off-label use and dimensional compatibility cannot be assured.